Manufacturer narrative:
MFR received date: 02 oct 2019. The device was evaluated by the field service engineer and the reported issue could not be confirmed. The field service engineer ran performance tests and ran the unit for two hours to address the issue. No problems were found and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/11/2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the unit was alarming. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.